Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). The evo-fc-r-20-25-12-e device of lot number c1437930 involved in this complaint was returned for evaluation, with the original packaging, opened. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on the 04th july 2019. Stent fully deployed on return. However no damage observed. Additional information was requested to aid with the investigation, however as per rep " I suspect that they failed to remove the safety wire but they say that they did!!" Prior to distribution all evo-fc-r-20-25-12-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-r-20-25-12-e device of lot number c1437930 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1437930; upon review of complaints this failure mode has not occurred previously with this lot #c1437930. The instructions for use ifu0067-2 which accompanies this device instructs the user to "when stent point -of -no- return has been passed, pull and remove the safety wire completely out of the delivery handle near the wire guide port to allow full stent deployment"." There is no evidence to suggest that the customer did not follow the instructions for use ifu0067-2. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the suture becoming trapped between the inner and outer catheter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿. Stent was removed with delivery system despite safety wire being detached at point of return "as per complaint form": stent deployed perfectly but came out with the introduction device despite reportedly having the safety wire removed at point of return.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿. Stent was removed with delivery system despite safety wire being detached at point of return. "As per complaint form": stent deployed perfectly but came out with the introduction device despite reportedly having the safety wire removed at point of return.